Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, nine (9) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis. A 23mm transcatheter valve was implanted through a clinical trial and the aortic gradient was reduced from 40mmhg to 0 mmhg. There were no reported complications and the patient was discharged home on post-operative day #2.